Manufacturer narrative:
Continuation: 5076-45 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s device change out procedure the right ventricular (rv) lead exhibited high thresholds. The rv lead was also capped and replaced. No patient complications have been reported as a result of this event.